Event description:
It was reported that patient was dissatisfied with his visual acuity. Patient had dysphotopsia. There was lens explant performed. Post-surgery, patient was satisfied with his distance and near vision and had no glare. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section e1: email address: unknown/not provided section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.